Event description:
It was reported that a patient underwent a sling procedure in 2008. Post-operatively the patient developed a &#34;wound erosion&#34;. As a result, the patient underwent a surgical intervention. The outcome was listed as resolved as of 2009.

Manufacturer narrative:
Date sent to the FDA: 07/27/2009. Mesh exposure occurred - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.